Event description:
It was reported by the customer the drive support cap is broken and he is having issues with the pump. Customer's blood glucose level at the time 165mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, minor scratches on display window, missing end cap sticker, loose/protruded drive support disk and cracked case near display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.